Event description:
During an ablation procedure, an intellanav mifi oi was selected for use. It was reported that the irrigated tubing connector on the catheter was broken during the procedure. A different catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted the irrigation extension tubing was totally detached/separated from the luer fitting at the adhesive joint, confirming the reported event.

Event description:
During an ablation procedure, an intellanav mifi oi was selected for use. It was reported that the irrigated tubing connector on the catheter was broken during the procedure. A different catheter was used to complete the procedure. No patient complications were reported.